Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. The reporter did not want to remove the cassette and was not able to check for air bubbles. Per reporter residual volume was: 9.6ml, rate. 2.ml. No adverse patient effects were reported. Per reporter, no additional information is available at this time.